Manufacturer narrative:
The reported field event of pacing lead impedance anomaly was confirmed. During testing, the high voltage lead impedance from the right ventricular lead to the device (rv to can) was found to be high due to a wire connection anomaly in the header. The reported events of sensing and capture anomaly could not be confirmed. Functional bench test was performed, and the pacing and sensing were both normal. The ground connection issue was caused by a manufacturing anomaly.

Event description:
During an in-clinic follow-up, high capture threshold, high defibrillation impedance, low pacing impedance, and low sensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced, however, high defibrillation impedance persisted on the replacement rv lead, and as a result, the electrical anomalies were suspected to have been caused by the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.